Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain") and endometriosis ("endometriosis") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 (date of birth-(B)(6)), abortion (dilation & curettage) in 2011, gallbladder disorder nos (cholecystectomy), menorrhagia, endometrial biopsy (endometrial biopsy results were negative), anemia and mood disorder nos. Concurrent conditions included acid reflux (oesophageal), asthma and benign intracranial hypertension. On an unknown date, the patient started depo-provera at an unspecified dose and frequency. In (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced abdominal pain ("abdominal pain(intense & uncomfortable to the point") and dyspareunia ("pain with intercourse(intense & uncomfortable to the point you stop)"). In 2013, the patient experienced migraine ("migraines") and irritable bowel syndrome ("irritable bowel syndrome(unable to have natural bowel movements)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), infection ("infections"), skin odour abnormal ("body odors"), visual impairment ("vision problems"), nausea ("nauseated"), menstruation irregular ("irregular periods"), vaginal haemorrhage ("one to three months of vaginal bleeding"), alopecia ("hair loss"), dental caries ("tooth decay"), skin irritation ("skin irritation"), fatigue ("fatigue"), swelling ("body swelling"), arthralgia ("joint pain"), anxiety ("mental anguish"), amnesia ("memory loss"), hypersensitivity ("allergic reactions"), bipolar disorder ("bipolar"), insomnia ("insomnia"), mental disorder ("mental and physical condition worsened"), urticaria ("hives") and arthritis ("arthritis"). The patient was treated with docusate sodium, esomeprazole, gabapentin, hydroxyzine, omeprazole, topiramate, promethazine, axotal (butalbital, acetaminophen & caffeine), surgery (total laparoscopic hysterectomy,bilateral salpingectomy) and surgery (fulguration of endometriosis). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, infection, skin odour abnormal, visual impairment, menstruation irregular, vaginal haemorrhage, alopecia, dental caries, skin irritation, fatigue, swelling, arthralgia, amnesia, hypersensitivity, mental disorder and urticaria outcome was unknown and the endometriosis, abdominal pain, dyspareunia, migraine, nausea, irritable bowel syndrome, anxiety, bipolar disorder, insomnia and arthritis had not resolved. The reporter considered abdominal pain, alopecia, amnesia, anxiety, arthralgia, arthritis, bipolar disorder, dental caries, dyspareunia, endometriosis, fatigue, hypersensitivity, infection, insomnia, irritable bowel syndrome, menstruation irregular, mental disorder, migraine, nausea, pelvic pain, skin irritation, skin odour abnormal, swelling, urticaria, vaginal haemorrhage and visual impairment to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: fallopian tube was not blocked on one side she had done pregnancy urine test and result was negative. Most recent follow-up information incorporated above includes: on (B)(6) 2017: new events: pelvic pain, abdominal pain, dyspareunia, infection, skin odor abnormal, visual impairment, migraine, nausea, menstruation irregular, vaginal hemorrhage, alopecia, dental caries, skin irritation, fatigue, irritable bowel syndrome, swelling, arthralgia, endometriosis, anxiety, amnesia, hypersensitivity, bipolar disorder, insomnia, mental disorder, urticaria, arthritis were added. Patient information (dob, height) and patient historical condition and concomitant disease were added. Treatment drugs were added and product stop date added. Previously reported event¿ severe and permanent injuries¿ was deleted and case became valid as per recent follow up. ¿essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain") and endometriosis ("endometriosis") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 (date of birth-(B)(6) 1999, (B)(6) 2007, (B)(6) 2010 and (B)(6) 2010.), abortion (dilation & curettage) in 2011, gallbladder disorder (cholecystectomy), menorrhagia, endometrial biopsy (endometrial biopsy results were negative), anemia and mood disorder. Concurrent conditions included acid reflux (oesophageal), asthma, benign intracranial hypertension, vaginitis and vulvovaginitis. On an unknown date, the patient started depo-provera at an unspecified dose and frequency. In (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced abdominal pain ("abdominal pain(intense & uncomfortable to the point") and dyspareunia ("pain with intercourse(intense & uncomfortable to the point you stop)"). In 2013, the patient experienced migraine ("migraines") and irritable bowel syndrome ("irritable bowel syndrome(unable to have natural bowel movements)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), infection ("infections"), skin odour abnormal ("body odors"), visual impairment ("vision problems"), nausea ("nauseated"), menstruation irregular ("irregular periods"), vaginal haemorrhage ("one to three months of vaginal bleeding"), alopecia ("hair loss"), dental caries ("tooth decay"), skin irritation ("skin irritation"), fatigue ("fatigue"), swelling ("body swelling"), arthralgia ("joint pain"), anxiety ("mental anguish"), amnesia ("memory loss"), hypersensitivity ("allergic reactions"), bipolar disorder ("bipolar"), insomnia ("insomnia"), mental disorder ("mental and physical condition worsened"), urticaria ("hives") and arthritis ("arthritis"). The patient was treated with docusate sodium, esomeprazole, gabapentin, hydroxyzine, omeprazole, topiramate, promethazine, axotal (butalbital, acetaminophen & caffeine), surgery (total laparoscopic hysterectomy,bilateral salpingectomy) and surgery (fulguration of endometriosis). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, infection, skin odour abnormal, visual impairment, menstruation irregular, vaginal haemorrhage, alopecia, dental caries, skin irritation, fatigue, swelling, arthralgia, amnesia, hypersensitivity, mental disorder and urticaria outcome was unknown and the endometriosis, abdominal pain, dyspareunia, migraine, nausea, irritable bowel syndrome, anxiety, bipolar disorder, insomnia and arthritis had not resolved. The reporter considered abdominal pain, alopecia, amnesia, anxiety, arthralgia, arthritis, bipolar disorder, dental caries, dyspareunia, endometriosis, fatigue, hypersensitivity, infection, insomnia, irritable bowel syndrome, menstruation irregular, mental disorder, migraine, nausea, pelvic pain, skin irritation, skin odour abnormal, swelling, urticaria, vaginal haemorrhage and visual impairment to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: fallopian tube was not blocked on one side she had done pregnncy urine test and result was negative. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-jul-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.